Event description:
It was reported that the catheter was inserted in a small child scheduled for cardiac surgery. Post-operative, blood was noted leaking from the catheter's extension line. A blood transfusion was required due to blood loss. There were no additional complications reported. This report is late being filed, since info originally rec'd was limited and did not indicate any pt problems.